Manufacturer narrative:
Field service engineer evaluated the injector, but was unable to duplicate injector starting by itself. Fse checked cable connections, checked power head buttons, checked console display, checked location of power control box and power supply. Relocated power control box to rear right corner of scanner gantry, power control box cable runs behind scanner. Untangled power head cable from around the remote stand, secured strain relief. Relocated power supply from floor to corner of scanner console. Cleaned sticky residue off console touch screen near upper right corner where start button would be when injector is enabled. Performed pm checklist, took injections and verified operation per optistar le manual. Injector is working according to MFR specifications. Returned to full service by the customer.

Event description:
Customer loaded contrast and saline syringes into the injector, purged air from both syringes, pressed check for air button and went out of room to control room. When customer went to start injection, injection was already completed. No buttons were pressed to start injection. Customer found 2cc of contrast left and no saline. Lines were not connected to a pt.